Manufacturer narrative:
The failure investigation has been completed and the unexpected shutdown issue was verified. Based on the analysis, the alleged issue touch screen issue could not be verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump unexpectedly shut down. Reportedly, after charging the pump, the pump turned back on. However, it was reported when the pump turned back on, the touch screen was unresponsive and not functional. The pump display was a frozen on the ¿1-2-3¿ unlock screen. The customer's blood glucose level was 140 mg/dl. The customer confirmed that an alternate method of insulin delivery was available.